Manufacturer narrative:
After the lens was returned, a visual inspection was carried out on the lens using the stereoscopic microscope at 15x magnification. No foreign material was present. The lens was returned in two pieces, separated by a jagged cut through the optic. Both haptics were intact and no other defects were found. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100%. There were no other complaints received for this batch. After having carried out a detailed investigation of the lens in question, the break on the optic suggest that the lens was cut, possibly to facilitate removal of the lens from the eye. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Lenstec therefore concludes that the event was not caused by the lens design.

Event description:
Lenstec received an email notification from the user facility with the following "lens injected and turned upside down in eye. Dr. Tried to turn it over, but the capsule ruptured. Doctor cut out lens and inserted a 3- piece lens."